Event description:
The following was reported to hamilton medical ag: summary:loss of external power.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective power supply. Replacement of the defective component.